Event description:
Unomedical reference number (B)(4) event occurred in colombia on (B)(6) 2024, it was reported that the patient high blood glucose level. Therefore, the patient was admitted to the hospital on (B)(6) 2024 at 20 : 00 hours due to high blood glucose level ( 380 mg/dl) and excessive vomiting. The high blucose level was treated with manual injection. The patient stayed in hospital for three hours. Currently, the blood glucose level of the patient was 234 mg/dl. Also, the patient changed the infusion set three times. No further information was available.

Manufacturer narrative:
MDR device 1 of 3.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged MDR retraction: the initial MDR with manufacturing report number, was submitted on 14-may-2024. However, based on the investigation done on (B)(6) 2026 and clinical review performed on (B)(6) 2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.